Manufacturer narrative:
Unknown biomet implant was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage. Removal tool stuck on implant and a no fracture identified, however slight damage could be seen possibly due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 29 and was used for approximately 4 months. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information. Based on the available information, device malfunction did not occur and the reported event was unconfirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that implant #29 fractured during a clinical procedure and was removed. Additional appointments / implant re-placement: not indicated. As a result of the event no injury to the patient was reported.